Event description:
The following was reported to co: during manual scan initiation during care bolus, the system crashes. This happened repetitively. Automatic scan initiation works ok as specified. The patient at that point typically has received a full injection of contrast and some monitoring scan radiation. The patient cannot be scanned again that day due to the contrast enhancement. Further crashes are reported during calcium scoring measurements and occasionally during topograms.